Manufacturer narrative:
A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (evaluation of the returned instrument, review of the device history record, and an assessment of relevant complaint history), it was determined that the most likely root cause of the breakage was the application of force along an abnormal or unintended axis during use. This off-axis loading could have exceeded the mechanical limits of the instrument, leading to its fracture. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that during a procedure, the tip of the rasp fractured and remained inside the patient. The surgeon used a conical burr and a fine k-wire to retrieve the retained metal fragment. The event resulted in an additional surgical time of approximately 30 minutes, and the patient remained stable throughout the procedure.